Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.2 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that in the early morning of (B)(6) 2026, the omnipod delivered two boluses that she did not command. The patient's blood glucose value was reported as between 54 mg/dl and 69 mg/dl. At 12:21 am, the patient received an ¿op5 app error ¿ if this happens again contact customer care¿ message. The patient was advised she can acknowledge alarm / reboot pdm with no impact to the currently active pod or pdm. Subsequently, the first bolus occurred at 12:59am on (B)(6) 2026 and the second bolus occurred at 1:02am on (B)(6) 2026. The first bolus was partially delivered before being canceled, while the second bolus was delivered in full. Bolus history confirms that a 9:41 pm bolus from the previous night appears as fully delivered and is recorded as a separate, distinct event from the two uncommanded boluses. No medical intervention was required. This is reportable case 1 of 2. Related uncommanded bolus is reported in insulet complaint number (B)(4).